Event description:
It was reported that the patient experienced inadequate stimulation from the paddle leads of the spinal cord stimulator (scs) system. It was stated that the paddle leads were too far from the spinal cord which was the cause of the inadequate stimulation. It is unknown if this was due to the original placement of the devices or if it was due to the progression of the patients' pain. Reprogramming was attempted but was unsuccessful. The patient underwent a procedure in which the paddle leads were explanted and replaced with new devices, and the patient is doing well post operatively. The paddle leads were not returned as they were disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7072812.